Event description:
It was reported that the device and rv lead were replaced due to inappropriate vf therapy, undersensing and loss of capture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported that the device and rv lead were replaced due to inappropriate vf therapy, undersensing and loss of capture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications capture, failure to shock, inappropriate undersensing.